Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The product was returned to olympus for evaluation and the customer reported event was confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had an unknown substance/film on the outside of the insertion tube. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.